Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 7:21 am, the result was 1.8 inr. At 7:23 am, the result was 2.3 inr. The therapeutic range was 2.5-3.5 inr and the patient tests bi-weekly.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation was patient/consumer.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range : 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.1 inr, qc 3: 5.1 inr, the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.